Event description:
Allergan aesthetics received a report via nbir of a right side "suspected/actual deflation" the device has been explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual deflation".